Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced mechanical issues leading to a clinical evaluation. Despite in-clinic troubleshooting, the issues persisted and a surgical intervention was scheduled. During the surgery, the pressure-regulating balloon was noted to be empty and found to be the source of the fluid loss. The entire device was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.